Manufacturer narrative:
Visual examination of the returned product revealed foreign material on the primary packaging. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, there was foreign material inside the primary packaging.